Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.